Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the report could not be confirmed. A functional assessment was performed and the device passed all manufacture¿s specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle surgery, it was discovered that the large chuck device was running intermittently. There was a five minute delay to the planned surgical procedure as a result. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.